Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient died coincident with peritoneal dialysis therapy. The cause of death was reported as cardiac arrest. The patient was not hospitalized prior to death. It was unknown if an autopsy was performed. It was not reported if therapy was ongoing; however, it was reported that the patient was not connected to the homechoice at time of death. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the device was received for evaluation. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Internal and external inspection was performed and no issues were noted related to the reported issue. A short simulated therapy was successfully performed. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. Pneumatic system testing was performed and all pressures were correct and stable. Should additional relevant information become available, a supplemental report will be submitted.